Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. Device evaluation: thrombus was confirmed through the evaluation of (B)(4). The pump was returned assembled with the driveline cut approximately 1.75 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of (B)(4) upon disassembly revealed a flat, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured indicating that it was present while (B)(4) was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh, as well as the slight increase in power and decrease in pi that were noted in the submitted log file. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. As a result of damage incurred during the cleaning and sterilization process, the device could not be rebuilt and functionally tested under load conditions. However, a review of (B)(4) device history records confirmed that the pump was manufactured in accordance with quality assurance specifications. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient experienced signs of possible lvad thrombosis. The patient's lactate dehydrogenase level was in the 1800 u/l range, and the patient complained of fatigue. It was reported that the patient also experienced acute kidney failure, oliguria, and symptoms of congestive heart failure. The patient underwent a pump exchange on (B)(6) 2016, and it was reported that the patient was doing well post pump exchange. No additional information was provided.